Event description:
Report of infection rec'd via annual device tracking report from hcp. Follow up information indicated that pt experienced drainage and wound incisional opening in the lumbar region of their back. A culture revealed e - coli. The pt was treated with total device system explant and IV antibiotics. The condition has resolved. Prior to onset of the infection the pt was reported to suffer from cancer, had rec'd radiation therapy in the lumber region of the back and was in a debilitated state.